Event description:
A customer reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence twice in a row. There was no adverse impact to the customer's blood glucose level. The customer initially did not complete the necessary steps to remove air from the cartridge, but after being educated by technical support, they changed the infusion set and cartridge, which led to the same issue. Eventually, the customer successfully resumed insulin delivery and requested replacements.